Event description:
It was reported that the patient experienced syncopal episode with a head injury after falling off a bicycle and presented to healthcare facility for evaluation. Interrogation of the implantable pulse generator (ipg) revealed there was noise noted on all device channels during manual sensing and threshold testing. It was also reported that a telemetry problem was indicated as the device sensing the 'packet' of telemetry energy rather than specific communication frequency. A different programmer was used, but the noise persisted. The device remains in use. Subsequently, the ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Analysis confirmed the atrial over sensing and noisy egm during manual pacing threshold tests. During the course of the analysis the failure mode cleared and could not be reestablished. No further analysis was performed since the failure mode was no longer present. The cause of the atrial over sensing and noisy egm was not determined. Note: us rr 211492020 and 217390207 were also filed in relation to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.